Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Added: (patient). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. It was determined that the cup was revised on (B)(6) 2016 due to infection.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle plaintiff profile form and sticker sheets received. In addition to what was previously alleged, ppf states that the patient experiences abductor muscle injury after the first revision. Doi: (B)(6)16 - dor: (B)(6)16 (right hip)

Manufacturer narrative:
(B)(4).

Event description:
Update sep 12, 2017: pfs and medical records received. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported significant necrosis. Clinical notes reported that patient developed a brownish drainage from the incision after first revision. Pathology report noted inflammation. Added hole eliminator and cup to the complaint. Updated lot number of head and self centering bi-polar head. This complaint was updated on oct 10, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address an infection. Update may 23, 2017: litigation received. Litigation alleges the patient had suffered significant complications secondary to a post-revision infection that required additional surgeries including multiple irrigation and debridement, exchange of revision implants. It also states that patient will soon require removal of implant and insertion of an antibiotic spacer. Added the stem and screw product due to the alleged infection. Added. Complainant information. There are no medical records provided. This complaint was updated on: jun 1, 2017.